Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy ii drug-eluting stent was advanced to treat a lesion. However, during the procedure when the stent got caught on the proximal edge of a previously implanted stent and was repositioned, the stent got deformed. The device was removed and the procedure was completed. No patient complications were reported.